Event description:
Reporter indicated that vns pt was explanted due to infection. The pt had undergone lead replacement surgery approx 2 months prior due to device malfunction. Approx two weeks after lead replacement surgery, the pt's family member expressed concerns about a purulent discharge from the incision site. Treating neurosurgeon indicated that the wounds appeared to be healing well and that he could express no discharge from the wound at that time. Neurosurgeon prescribed a course of oral antibiotics as a precautionary measure. One month later, a small area of dehiscence with a serous discharge was noted at the neck incision site. Treating neurosurgeon indicated that he believed that the pt had a low grade infection that was causing the wound to heal poorly. The pt was explanted the following day. Upon follow-up with neurosurgeon two months after explant, there were no further signs or symptoms of infection and both the neck and axillary wounds had healed well. The pt was not reiimplanted.